Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic with complaints of bradycardia, fatigue, and bradycardia-related symptoms. During an interrogation attempt, it was noted that the pacemaker exhibited no radio frequency telemetry and no magnet response. Upon review of the electrocardiogram, it was found that the pacemaker exhibited no pacing output and the patient was in normal sinus rhythm. The pacemaker was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported events of inability to interrogate and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.